Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the patient with this pacemaker presented to the hospital with chronic heart failure and was believed to have pacing induced cardiomyopathy. A replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The pacemaker was received in facility awaiting analysis.